Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced and calibrated the cine drive. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would produce an error message while using the cine program. No patient injury was reported.